Manufacturer narrative:
D4: expiration date: unknown. D4: UDI: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). E3: occupation: unknown. H4: device manufacture date: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient underwent a femoral pan angiography. The procedure was performed without complications and the specialist decided to use an angio-seal 6 french. The device was prepared and the guide and introducer with dilator was introduced. The dilator was changed for the angio-seal system. At the time of deployment, the specialist observed that there was no exit of the anchor, collagen, and suture; therefore, entire system was removed, and manual compression was performed for twenty (20) minutes. There was no harm, and no blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections d4 and h4, the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned devices included a locator, a guide wire, hemostasis sheath and carrier tube assembly. The devices were visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned devices. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).